Manufacturer narrative:
Programmer: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2011-(B)(4), explanted: unk; catheter model: 8591-38, lot# d01846, implanted: 2011-(B)(6), explanted: unk. (B)(4).

Event description:
Additional information noted that the patient¿s pump was mobile in the pocket.

Manufacturer narrative:
(B)(4).

Event description:
The patient complained of loss of efficacy of treatment and pain near the pump pocket and the catheter tip area. The pain began the night of (B)(4) 2012. A swelling at the pump pocket in left gluteal region was observed; patient experienced no body trauma or falls. There were no audible pump alarms noted per the reporter. A cap (catheter access port) contrast study was done on (B)(6) 2012 that revealed a leak from catheter in the back. A device surgical revision occurred on (B)(6) 2012 wherein the catheter was spliced. Patient outcome was noted as resolved without sequelae. Drugs delivered via the device were fentanyl, morphine and baclofen.